Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported that a hot axios stent and delivery system was implanted in a trangastric position to treat pancreatic walled-off necrosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, the patient had a follow-up CT on an unknown date, during which it was found that the stent had migrated out of position. The patient was brought back to the hospital on (B)(6) 2018, and the migrated stent was replaced with another axios stent. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.